Event description:
The patient's family member called because the pt used the suspect device and obtained a result of 356 mg/dl while testing their blood glucose. Based upon the result the pt administered more insulin than normal. Pt stated to have hypoglycemic symptoms and so family member called the paramedics. The emts checked their glucose upon arrival and the level was 58 mg/dl. The suspect device read 146 mg/dl on a repeat test about fifteen minutes before the emts arrived. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was miscoded to the test strips in use. The patient was also dosing the test strip incorrectly. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.